Event description:
Additional information received from the consumer reported they were having a few issues going on. It was stated they were having issues with surging and heat but the heat wasn¿t over the implantable neurostimulator (ins) and system, it was off to the other side on their lower back. The consumer felt heat mostly when they were sitting up against something. It was very hot and felt like sunburn but it was not over the battery pack. It was more to the right and up a little bit. They tried reprogramming to resolve the surging. It was stated the patient had adaptive stimulation (as). It was noted that all of a sudden it just would go crazy and it would go back by itself. They tried as on and as off. It was stated they didn¿t surge when as was off but wanted to use as since that¿s why they got the unit. The consumer reported they also had a hard time charging. It never showed a complete charge even if they sat on it for 5 hours. Because of the position of the ins, they used adhesive disks. They lie on the bed, put a towel, and adhesive disks. The ins was in their butt and it was a very bad place. It was noted they had a lot of fat on their butt and made it difficult to charge. It was noted they were having issues with ins tilting again and now it was tilting in the opposite direction. The consumer stated they had to go under a knife again and would have another revision on (B)(6) 2016 to fix the tilting and other issues. It was noted the patient didn¿t know if the surgeon was going to totally move the ins or move it up. The surgeon said those issues weren¿t up to him but they were up to the manufacturer. The surgeon told the manufacturer representative to bring another unit to the revision just in case they had to change it out. The consumer was concerned that the revision might not work and might not solve the problems and then they would have another surgery. They thought they should change the unit because they had nothing but problems with it since the beginning.

Event description:
Additional information was received from a rep. It was reported that the rep was with the patient on (B)(6) 2017. The rep installed a new physician programmer application card and captured a data file. The rep checked the adaptive stimulation settings and it was noted that not all the positions were set on the adaptive stimulation groups. The rep programmed every position with an amplitude. It was noted that it was most likely that the surging sensation was caused because all the positions were not programmed. The rep then checked recharging codes on the patient¿s recharger. The patient had average coupling of about six, but only charged for less than 45 minutes each time. It was noted that based on the voltage change per session it appeared that the recharging was working correctly. The patient said that the burning sensation sometimes occurred when there was no surging sensation of the therapy sensation. Additional information was received from a rep. It was reported that the patient felt stimulation drops to a lower voltage from upright to mobile, and that it appeared to drop at random. The patient was at the lowest possible mobility rate. It was noted that impedance measurements were taken and that impedance was fine. The patient was scheduled to see another rep in two weeks and if that didn¿t change then the rep could adjust further. It was noted that the issue began in (B)(6) of 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer, the representative (rep), and the healthcare professional (hcp) regarding the patient. It was reported that the patient was still experiencing the same symptoms of the amplitude surging higher and burning on the opposite side of therapy. The rep reported that the patient now had the new issue of the amplitude dropping. The patient reported this started after the last programming session a couple weeks ago. The rep stated that the patient only had these symptoms when the adaptive stimulation (as) was on. The hcp wanted to leave the as off for one month to test the system. The patient was to follow-up with the hcp in one month. No further complications were reported.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-11. The rep stated that the healthcare professional (hcp) wanted to leave the adaptive stimulation off for one month to test the system. The patient would follow up with their hcp in one month. The rep noted meeting with the patient yesterday to reactive the adaptive stimulation. The patient was continuing to experience surging in their stimulation level going from 1.5 volts to 3.9 volts and they never had the setting that high. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt like they got random surging when lying down or upright where they felt the stimulation all of a sudden (described as strong or fast). It was noted that the therapy was fine and in the right areas. Impedances were normal. It was suggested to make a group without adaptive stimulation (as) enabled to see if it was related to the issue. The patient told the representative that they checked their implantable neurostimulator (ins) device once with the programmer and it read 4.0 volts, the lying setting was set to 1.2 volts and the upright setting was 2.0 volts. The representative was going to add limits to the amplitude. In addition, it was reported the patient had difficulty recharging and finding the ins. The patient was getting an average of 6 coupling bars but never charges to 100% per the clinician programmer statistics. The patient could not see the implantable neurostimulator charged 100% on the implantable neurostimulator recharger no matter what the charging situation is. The patient can check with the patient programmer and it shows 100%, but the implantable neurostimulator recharger will not show 100%. It was noted that the patient knows what they are doing because they had the rechargeable ins for some time now. The representative was going to work with the patient on this issue. On (B)(6) 2016, the patient reported via the manufacturer representative that whenever they sit up they had their back lean against something the feels warm and heats up. The manufacturer representative did not know if the warmth/heats up occurs with stimulation on, but patient did keep stimulation on 24 hours. The patient had never seen the temperature screen when charging. It was suggested to have the patient sit upright and lean against something to reproduce the warm/heats up at the pocket site and check impedances. It was suggested to access the pocket site and touch and observe site, inquire if fall/trauma/medical procedure done recently, and to palpate pocket with stimulation on/off. Additional information was received via the manufacturer representative from the patient on (B)(6) 2016 that reported that it feels like stimulation takes off. The patient checked the stimulator with the patient programmer when she felt that sensation and the amplitude had remained the same. The manufacturer representative went ahead and set up another group with the same settings without adaptive stimulation and the issue was not present. The patient didnt like changing settings, so she went back to her original group that had the issue. The manufacturer representative met with the patient and it was reported that the incision site for the lead felt warm when the implantable neurostimulator was on. The manufacturer representative tested impedances and they were all within normal range. The implantable neurostimulator was turned off and it still felt warm for a little while and then after a few minutes, the patient said that it didnt feel warm. It was turned back on and the patient reported that it felt warm again, as if it was a heating pad. It was noted that the implantable neurostimulator is at an angle and the patient will be going to surgery to have the pocket/implantable neurostimulator revised.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported stimulation changed from 2.0 volts in upright to 4.0 volts which the patient programmer (pp) confirmed. The rep. Programmed a ¿none¿ adaptivestim group for the consumer which appeared to not give the unexpected stimulation increase, but the consumer didn't like the program. It was reviewed with the rep. There could be an issue with the implantable neurostimulator (ins) not being stable in the pocket or a transition zone issue, but it was noted a pocket revision had recently occurred. Impedance results were also taken with results within range, but no further detail was given. It was further reported the consumer was experiencing a burning sensation in their right lower back as well as their skin being warm to the touch with the ins being on the left lower side with the burning sensation going away when stimulation was off. It was recommended to the rep. To try a blind study as well as reprogramming to see if the sensation went away.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer claimed they were only able to charge to 75% even though the day prior the charger was on the implantable neurostimulator (ins) for three hours and it never went to full. During recharging the consumer was sitting on the antenna and wasn¿t off of it at all. It was noted the consumer underwent a previous pocket revision and that the ins location at that time was hindering recharging. It was further reported the consumer was feeling a stimulation surging or burning sensation and stimulation got stronger on its own in all positions. The rep. Gave the consumer non-adaptivestim group d and set the amplitude at 1.6 volts, but when the consumer felt the surging and checked the device using the patient programmer (pp), the amplitude was at 1.8 volts. It was noted the consumer felt the sensation in the lower back on the right side which was contralateral to the ins pocket site. Recharging statistics were pulled from the ins indicating the following: on (B)(6) charging took place for 3.3 hours, on (B)(6) it took place for 1.2 hours charging to 75%, on (B)(6) it took place for 2.1 hours charging to 75%, on (B)(6) it was charged for 0 hours and was at 50%, on (B)(6) it was charged for 1 hour charging to 75%, and on (B)(6) it was charged for 1.5 hours charged to 100%. It was noted the typical duration for charging was 1.5 hours with a typical interval of 10 days with typically achieving 6 coupling bars. The rep. Then confirmed all electrode impedances were fine (around 900-1000 ohms) and groups impedances were good with the consumer¿s programming having the cathodes/anodes right next to each other so they spread those out on all groups. No further complications were reported.

Manufacturer narrative:
Fdc 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found that there were no anomalies found. The returned device passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, a test to monitor the temperature of the ins was performed; no anomalies were observed. The ins was also put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.